Manufacturer narrative:
The complaint is under investigation. Please note that the follow up date in the mir form attached should be dated (B)(6) 2021 instead of (B)(6) 2021.

Event description:
It was reported that during a vitrectomy surgery no air came out of the tubing for air-fluid exchange. The defective tubing was replaced and surgery could proceed. No report that actual patient harm occurred or surgery was delayed.

Manufacturer narrative:
Unfortunately, since the involved product was lost in transit and therefore not available for investigation, no physical examination could be performed. Functional testing of tubing from the same lot could not reveal any deviations from the release specifications. Device history record review revealed no deviations. Additionally, similar reports were received from this healthcare facility. Investigation of the products that were returned regarding these events also did not reveal any anomalies. In fact, additional information received, indicated that the reported flow problem was most likely related to a cannula from a different supplier. Based on the investigation performed, the compromised air flow is not attributed to a defect of the tubing subject to this event.

Event description:
It was reported that during a vitrectomy surgery no air came out of the tubing for air-fluid exchange. The defective tubing was replaced and surgery could proceed. No report that actual patient harm occurred or surgery was delayed.

Manufacturer narrative:
With regard to this event tubing was returned for investigation. The investigation of the returned tubing will be initiated as soon as possible.

Event description:
It was reported that during a vitrectomy surgery no air came out of the tubing for air-fluid exchange. The defective tubing was replaced and surgery could proceed. No report that actual patient harm occurred or surgery was delayed.